Event description:
The customer contact reported the device did not deliver. At an unspecified time, the device was programmed to deliver an unspecified concentration of venofer at a rate of 100ml/hr with a volume to be infused (vtbi) of 100ml and the delivery was started. After approximately 50 minutes, the patient noted the solution container was full and the nurse was notified. The pump was removed from clinical service. Therapy was resumed via gravity delivery. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.